Event description:
Event description cpi received information that during a replacement procedure of an implantable cardioverter defibrillator (ICD) for elective replacement indicators, the physician noted an inappropriately low lead impedance on the transvenous defibrillation lead indicating the integrity of the lead may be compromised. During device based testing with a new ICD, the ICD did not function appropriately because it was damaged by the compromised transvenous defbrillation lead. The ICD was not implanted and the transvenous defibrillation lead was explanted.